Event description:
"S/p b transax subpectoral 350cc dc gels for augmentation. C/o l encapsulotomy rx'd with a closed capsulotomy which has reoccurred. The l is tender, riding higher and the r is more ptotic. Noticed a l superomedial bulge 2 mos ago. Has also developed systemic sx's starting within a yr of sx includ arthralgias (+ am stiffness)/myalgias, dysesthesias/paresthesias spasms, fatigue, sleep disturbances, adenopathy, fevers, rec uti's and vag infections, hot flashes/sweats/chills, headaches, visual changes, dizziness, memory loss, sicca, hair loss, rashes, oral sores, sen sun/cold (+raynaud's)/chemicals, choking sen, wgt fluctuations, gi/gu disturbances, endometriosis, and easy bruising. Pt otherwise healthy."